Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic pacemaker dependent patient presented in clinic during follow-up, device was in backup vvi mode. It was noted that the device had reached hardware eri. Device longevity was 1.5 years in (B)(6) 2016. Due to at least one cell impedance measurement from the amd memory having a value of 5000 ohms or higher, further troubleshooting could not be performed. Device was explanted and replaced. Patient's condition was fine during and after the procedure.